Event description:
It was reported that during the implant procedure, they tried to implant a 6947 which had a screw problem. The lead was manipulated before to see if the screw extended and retracted well and it worked well. When the lead was implanted, the lead and the screw would not extended within the body after 30 turns. The lead was not implanted. No patient complications have been reported as a result of this event. The implant/explant dates were obtained from (B) (4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead 6947 with device ID (B) (4) was never returned for review analysis. No patient complications have been reported as a result of this event.